Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The device had fluid loss, and it was suspected an issue with the pump and the flow. The aus was explanted. No further patient complications reported.